Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old african american female patient underwent a breast augmentation revision with a 475cc (left) 500cc (right) mentor memorygel breast implant and underwent implant exchange for an unknown reason on (B)(6) 2022. Upon explantation, the devices were found to be cloudy in color. This report is for the left side device.

Manufacturer narrative:
On january 6, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample determined that the gel on the sm mpp gel 475cc breast implant was found to be white. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The white portion of the implant as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. On january 9, 2023, mentor became aware the patient initially underwent explantation due to dissatisfaction with the cosmetic appearance of the procedure outcome. Manufacturer¿s reference number: (B)(4).